Event description:
Air entered the ECMO circuit from an unknown location during a routine changing of a stopcock. The bubble detector alarmed, stopping the pump (as designed). The circuit could not be "de-bubbled", and had to be replaced. This process took approximately 50 minutes, during which time the patient received CPR. No air entered the patient. Follow up reveals that if the stopcock is not tightened securely negative pressure can pull air into the circuit.